Manufacturer narrative:
(B)(4). Date sent: 10/8/2020 d4: batch #r57z8z investigation summary the analysis results showed that one gst60t reload was returned unfired with six double drivers missing, making the reload non-functional. In addition, the reload pan was noted to be partially dislodged from the left proximal side. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. No conclusion could be reached as to what may have caused the reload pan to dislodge. In addition, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2020. Event day and event month were not reported. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap gastric sleeve, when the gst60t was opened during the case set up, the reload was bent and several of the drivers were broken. There were no patient consequences.